Manufacturer narrative:
(B)(4). Device UDI: lot/serial: 13512005, (B)(4).

Event description:
On (B)(6) 2016, the patient underwent emergent endovascular repair of impending rupture of an abdominal aortic aneurysm using gore excluder aaa endoprostheses featuring c3 delivery system. A trunk-ipsilateral leg component (rlt231216j/13512005) was positioned into an intended site and its proximal portion was successfully deployed. The physician screwed the transparent knob 90-degrees counter-clockwise while pulling down the red safety lock to perform distal deployment of the trunk-ipsilateral leg component. When the transparent knob was pulled approximately 2 cm, it got stuck and could not be pulled. The physician attempted to pull the transparent knob more slowly, but it was not successful and the proximal portion of the trunk-ipsilateral leg component started to re-constrain instead. The physician then tried to remove the transparent knob forcefully and remove it, but the lock pin and the constraining wire (=constraining loop) was broken. The physician elected to open the deployment access hatch to deploy the trunk-ipsilateral leg component using a back-up mechanism. It was revealed that three lines (those for lock pin, constraining loop, and distal deployment) got entangled so that it was difficult to distinguish each line. The physician assumed that the thickest line is the one for distal deployment and attempted to remove that line using forceps, but it was not successful and the proximal portion of trunk-ipsilateral leg component continued to re-constrain. As the proximal portion of trunk-ipsilateral leg component was completely constrained, there was a risk of reducing blood flow to the lower extremities so that the physician ballooned the proximal portion of trunk-ipsilateral leg component. Its proximal portion was re-opened a bit and the ipsilateral leg was completely deployed by removing the distal deployment line. The physician then tried to remove the lock pin using forceps. It was removed approximately 5 cm and the delivery catheter was separated from the endoprosthesis. The delivery catheter was retrieved and it was revealed that the constraining wire remained inside an introducer sheath. The constraining wire was then retrieved, followed by a contralateral leg component being implanted. As multiple attempts were made to deploy the trunk-ipsilateral leg component, it had moved distally from the intended site so that an aortic extender component was implanted proximally. Final angiography did not reveal endoleaks, and the patient tolerated the procedure.

Manufacturer narrative:
Device available for evaluation: corrected it to "yes" and added 1/9/2017 as the device return date. Device evaluated by manufacturer: corrected it to "yes". Refer to field for the results of the imaging evaluation. Results of engineering evaluation: the reported delivery catheter was returned and an engineering evaluation was performed. Engineering confirmed that a portion of the lock pin remained inside the delivery catheter, terminating approximately 1 cm below the distal end of the leading olive. The lock pin was able to be moved within the catheter by engineering, which demonstrated that it was not stuck. Additionally, there was no residue on the tip of the lock pin, indicating that the lock pin was not bonded to the leading olive. However the lock pin pocket on the olive showed signs of deformation. Engineering removed the handle covers and flushed the manifold with water to observe the placement of the lock pin and constraining loop. No abnormalities were noted with the lock pin or constraining loop location within the delivery catheter into the handle. Approximately 7 cm of the lock pin remained attached to the constraining mechanism; and approximately 8 cm of the constraining loop wire was still attached from the top of the constraining mechanism which confirms the physician¿s observation that they broke when forcefully pulled from the handle. A portion of the outer shrink tube on the constraining wire remained in the back-up hatch window and had been fully separated from the constraining loop wire. The black guide nut on the constraining mechanism was not fully advanced. Based on the evaluation, the physician¿s observations that the constraining mechanism could not be removed was unable to be confirmed because the lock pin and the constraining loop appear broken and the constraining mechanism was removed from the delivery system. The cause for the inability to remove the constraining mechanism could not be determined with the currently available information.